Event description:
Blistering, severe itching, permanent scarring, exacerbated asthma, increased pain, and exacerbated my rsd. Blistering eventually cleared up, however, severe itching is still on going even taking atarax three times a day. Nothing seems to stop the itching. The device that was implanted to help relieve severe chronic pain, is not helping relieve my pain and I am now taking additional medicines to help manage the pain. In fact, my pain has increased since the device was implanted. Since I turned off the device, my pain has gone down some, but is still above that it was before the device was implanted.